Manufacturer narrative:
The insulin pump was received with no unexpected low battery alerts, icon anomalies, display type anomalies or battery type anomalies noted during our testing. The insulin pump passed pump self test, displacement test and off no power test. The operating currents were within specifications. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery longevity was very short. Customer reported that "low battery" alert was received within two days of changing battery. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.